Event description:
It was reported that during the implant attempt, the physician had difficulties extending the helix of the lead and the lead would not fixate after several attempts. The lead was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analysis found no anomalies. Blood in/on the helix/lobe mechanism was noted.